Event description:
Customer reported tech heard popping noise in x-ray tube at high technique

Manufacturer narrative:
Gehc surgery personnel found small amount of arcing. Cleaned, greased high voltage candles and tested system by taking high kvp and ma shots. System operating as intended.